Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the main power distribution unit (mpdu) system was down. Upon functional analysis, the fse found that accidentally rear panel of the gpdu was shorted. The customer replaced the rear panel of the gpdu. However, the system was not booting up. The philips engineer reprogramed the new gdpu. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system lost power to the b-cabinet and that the mpdu system was down. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.